Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/6/2024. Additional information was requested, the following was obtained: did the suture break during other procedures? If yes, please confirm the number of sutures affected per procedure. Not that I could trace. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Na. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Na. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) will check with clinic is able to provide details. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Product has been discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. There was a suture breakage upon dr tying the suture and pulling with light force. Dr also opines that the suture feels weaker. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, patient status/ outcome / consequences --> no attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * did the suture break during other procedures? If yes, please confirm the number of sutures affected per procedure. * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).